Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed it passed. A charge of the unit was attempted and it failed to boot. Functional testing was attempted but could not be performed because the receiver would not boot up; therefore; the data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Also a defective main pcba u5 was found during troubleshooting. The reported event of an overheating receiver was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed it passed. A charge of the unit was attempted and it failed to boot. Functional testing was attempted but could not be performed because the receiver would not boot up; therefore; the data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Also a defective main pcba u5 was found during troubleshooting. The reported event of an overheating receiver was confirmed. The root cause was determined to be a defective main pcba u5.